Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was in a car accident and their whole back and spine were really tight. They had whiplash and felt a tightness down their spine- they said it felt like a pole/pulling up their spine. They called their healthcare provider already who redirected them to contact the manufacturer. The caller was still able to get a charge, the device showed that the stimulation was on and they could feel the stimulation. The patient said that they had tightness with their stimulator if they sat too long- they clarified that they could tell the stimulator was in there and they were getting used to having the implant. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the car accident caused substantial tightness in the back and spine of the patient. The patient saw their "pcp" doctor who referred them to a pain management doctor who did trigger point injections on (B)(6) 2017 and will see the doc again on (B)(6) 2017. No further information was reported.